Event description:
Initial reporter indicated the patient had their vns generator explanted and replaced to high impedance. "The generator replacement did not resolve the high lead impedance event." It was further reported that the "mother wanted to have battery changed but not nerve leads." The mother did not want the surgeon to operate in the neck. The lead will not be returned for analysis as it remains implanted. Device malfunction is suspected against the lead. Good faith attempts will be made for additional information surrounding the high impedance event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.